Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the results of this investigation, the reported event of suction break during flap creation was confirmed. The root cause of the reported event can be attributed to patient movement during the procedure. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon informed a company representative of a case of an incomplete lasik flap. Reporter indicated, at the initial attempt to create the flap, patient moved which lead to a suction break. Surgeon observed the eye under the slit lamp and saw there was just a little bit of treatment performed peripherally. Surgeon then opted to re-cut the flap, deeper than the first intended cut depth, but was unable to lift it afterwards. Subsequent surgery was aborted and no excimer treatment was performed. Reporter relayed the patient will be re-evaluated at a later date for possible treatment.